Event description:
The consumer reported an unknown quantity of conflicting results with the binaxnow strep pneumoniae test performed in (B)(6) 2025. The customer reported that when the test was visually read the result appeared negative, however when read with the digival reader the result was positive. Although requested, no additional patient information, including impact, treatment and outcome, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. This report is being filed on an international product, list number 710-012 that has a similar product distributed in the us, list number 710-000. The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. This report is being filed on an international product, list number 710-012 that has a similar product distributed in the us, list number 710-000. Upon investigation completion and further event review, the reported event should have been classified as a false positive result initially which is not considered to be a reportable event. Correction: b5 - describe event or problem, h6 - medical device problem code. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported an unknown quantity of false positive results with the binaxnow strep pneumoniae test performed in (B)(6) 2025. The customer reported that when the test was visually read the result appeared negative, however when read with the digival reader the result was positive. Although requested, no additional patient information, including impact, treatment and outcome, was provided.